Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, while attempting to advance the velocity into the rotating hemostasis valve (rhv) connected to a penumbra system ace 64 reperfusion catheter (ace 64), the physician encountered a little resistance. Subsequently, the velocity kinked and almost broke. It was reported that the physician did not use a lot of force while attempting to advance the velocity. Thereafter, the velocity was removed and the procedure was completed using a new velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was kinked approximately 7.0 cm from the hub and fractured approximately 43.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the velocity was kinked and fractured. The fracture likely occurred due to improper handling during insertion. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the reported resistance was likely due to the rhv not being completely open prior to inserting the velocity through it. Further evaluation of the returned device revealed that the velocity was kinked. This damage was likely incidental and may have occurred while packaging the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.